Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's girlfriend reported that the patient had a rash on his back. The rash was reportedly red, itchy, and bleeding. The patient's physician advised the patient to keep the area clean and to use an ointment. The medical outcome of the rash is unknown.